Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus europa (B)(4). During the evaluation by (B)(4), it was found that the bending tube of the subject device was damaged and a cable support was detached from the bending tube. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but it might be a possible cause that the subject device was forcibly inserted into the ureter or calix. The instruction manual contains several statements in an effort to prevent bending section damage. ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the user found that the bending section of the subject device broke. The subject device was replaced with another device of the same model and the procedure was completed. The procedure was prolonged 5 minutes at the longest due to device replacement. It was also reported that no metal parts were protruded from the bending section. There was no patient injury associated with this event reported.